Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 2 days after the dental implant was installed in intraoral region #30, the implant was removed because the patient was feeling pain. 45 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type IV.